Manufacturer narrative:
The reported field event of impedance anomaly were reported to abbott and could not be confirmed in the lab. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
The patient presented to the emergency room after the device delivered a vibratory alert. Upon investigation, high pacing impedance was observed on the right ventricular (rv) lead. A revision procedure was performed and pacing impedance was in range when the rv lead was connected to a pacing system analyzer. A device malfunction was suspected. The device was explanted and replaced to resolve the event. The patient was in stable condition.